Manufacturer narrative:
Product analysis: analysis was unable to confirm that there was not a good connection with the analyzer. The analyzer passed all incoming and final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the connection between the programmer and the analyzer was not good. The status of the analyzer is unknown. No patient complications have been reported as a result of this event. It was further reported that the analyzer was returned for service.